Event description:
It was reported that the customer inadvertently performed the load sequence multiple times while connected to the site. The customer's blood glucose (bg) level decreased to 22 mg/dl. Due to the decreased bg the customer lost consciousness and fell. Reportedly, a family member called the paramedics who assisted the customer in consuming carbohydrates. The paramedics subsequently transported the customer to the emergency room (ER) where they were treated with intravenous fluids of saline to address bg. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. The customer acknowledged that they should not have been connected to the pump during the fill tubing process.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.